Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart. The lead issue was identified at follow-up when non-capture was noted at maximum output. The rv lead was repositioned, and pericardial effusion drain was performed. The lead remains ins service. No additional adverse patient effects were reported.